Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Caller (mdt rep) reported patient texted him and indicates his recharging stops when the ins charge is at 80% and reads finished. The patient was implanted on july 11th - but no devices in his profile are listed. The caller also noted per patient it has stopped charging at 30% saying finished, so patient had to disconnect recharger, turn off controller, reboot, connect rtm again, and then resume w/ recharging. Caller has not followed up w/ him yet. Discussed w/ colleague who believes the patient is pressing either the "x" or pressing the stop button the controller. The patient also reported charging for 2-3 hours. Patient also indicated in text message was he gets kicked out of recharging at 30% or higher (referring to lithium battery) but caller believes the patient meant when lithium battery is below 30%. We discussed recharge speed, lithium battery charge level adequate, finished message can be found when stopping the recharging or when completely full.

Event description:
Additional information was received from the patient. They reported that improper placement of recharger over battery was the cause of charging issues. Pt reported they have better placement when recharging which has led to better and quicker charging. Pt reported their charger or controller will still say finished at various charging stages. Pt has to disconnect, reconnect, and start charging when it says finished.

Manufacturer narrative:
H.6. Codes have been updated to reflect the new information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.